Event description:
During an upper endoscopy, the physician used a cook hercules 3 stage esophageal balloon dilator. After advancing the balloon through the endoscope, it was inflated to 18mm with no problems. The physician increased the pressure to 19mm with no problems and when the balloon reached 20mm, the balloon ruptured. The balloon then began deflating while inside the pt and was removed. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. Conclusions: we are unable to determine a definitive cause for the report of balloon rupture because the product could not be evaluated. Prior to distribution, all hercules 3 stage esophageal balloon dilators are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was mfg prior to implementation of this corrective action. Customer quality assurance will continue to monitor for complaint trends.